Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure, the error b40 which indicated the subject device was damaged was displayed. At that time, the endoscopic image of the subject device was displayed on the monitor, but the brightness of the image could not be adjusted. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.